Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned expedium si poly driver assembly found the fracture was located at the driver¿s distal tip. The second half of the tip was not returned. Review of the device history record found no discrepancies. A 12-month review of the complaint trend analysis for the product code noted that there were no other reported complaints associated with the driver¿s distal tip becoming fractured intra-operatively. A further subsequent 12-month complaint trend analysis on the ¿make from¿ product code, 279712400, resulted in the opening of a data review to further evaluate the observed occurrence rate compared to the identified occurrence rate in the dfmea. At this time, no further action is required. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting and worldwide post market surveillance activities. The root cause for the tip breakage cannot positively be determined. However, the scanning electron microscopy fracture analysis results indicate evidence of plastically deformed torsional markings that extend from the center of the driver around the outside of the driver to the hexlobes. No corrective action/preventive action is necessary at this time as there have been no issues identified in the manufacturing or release of poly driver. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an adult deformity revision surgery, the tips of an expedium si polyaxial driver assembly and a dhs expedium 5.5 driver broke off from the instruments while inserting a 9.0mm diameter screw into left l2. The broken tips were cold welded into screws that were removed intra-operatively. The difficulty did not result in any adverse consequences to the patient and there was no significant delay. The following mfg. Medwatch reports are being filed for the two drivers that were involved in this event: 1526439-2014-11606; 1526439-2014-11607.